Event description:
High pressure alarms were found in the device logs that were received. Importer ref. #:(B)(4). Manufacturer ref. #: 1917mcc1827.

Manufacturer narrative:
The ventilator was reported by the hospital. The hospital biomedical engineer could not reproduce the reported problem and no service measures or any part was replaced. No new events on this ventilator have been reported until this date. Evaluations of the received device logs shows matching event on the reported event day. Between (B)(6) 23, at 15:16 and 16:35, several alarms for high o2 concentration were generated. There was also found high pressure alarms in the received device logs. The information from the customer tells us that an injector module of a nitric oxide device and a filter was mounted on the inspiratory outlet on the ventilator during the event. When the filter was removed on the ventilator, the ventilator was again working as expected. A hypothetic scenario is therefore that the filter has caused oscillations in the oxygen gas module causing the oxygen concentration to be higher than expected.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).